Event description:
Ous MDR - oversensing was reported after an implantation time of about 23 months. During the lead revision it was determined that the rv and the ra lead had severed, spot wear at the proximal end. Both leads were explanted. No worsening of the patient's health was reported.

Manufacturer narrative:
The analysis of the linox showed marked signs of wear and tear, especially in the connector area. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The damage manifestation that was observed at both leads indicates a significant mechanical load during the operating time. The position and characteristics of these damages lead to the assumption of friction between the leads, as well as the simultaneous occurrence of strong pressure of the leads onto the ICD housing and of friction of the leads at the ICD housing. There were no indications of a material defect or manufacturing error.